Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3487a-33, lot# j0309666v, implanted: 2003-(B)(6), product type lead. (B)(4).

Event description:
It was reported that since (B)(6) the patient "started having pulsation, twitching, and jerking feelings instead of normal stimulation in my legs. My right leg from the hip all the way down and my left leg it's like my knee down, it's like an irritating little shimmer feeling." The patient reported they were also experiencing uncomfortable stimulation, overstimulation, and a "jerking" and twitching feeling in her legs. Stimulation had also been turning on by itself even when the stimulator was turned off and at 0.0 volts which was occurring daily. Even when the patient turned her stimulation down to 0.0 volts and the lightning bolt icon was off she was still feeling stimulation. It was reviewed to turn stimulation on and adjust stimulation if appropriate but this did not resolve the issue.

Manufacturer narrative:
References: the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0309666v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery replacement in 2015.